Event description:
It was reported that when using the bd pyxis¿ es refrigerator, secure fridge drawer would unlock and asked for quantity, but the screen does not have options to select. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator drawer will unlock and asked for quantity, but the screen did not have options to select and kept greyed out. A field service engineer confirmed that the pyxis refrigerator caused issues when accessing medications, performed a hard reset by power cycling and using the key for a full reboot; however, after restart, the refrigerator opened and closed properly but did not display the accept option to complete medication withdrawal. Contacted technical support center (tsc), confirmed there was no hardware issue and identified it as software-related, with follow-up assigned to the case owner. A technical support specialist later noted that the accessed sample medication option was set to off. The customer confirmed that the verify count option was used only for narcotics and select medications for inventory control and was not applicable to this medication or configured similarly in other locations. The system functioned as intended after the technical support specialist investigated the issue.